Manufacturer narrative:
(B)(4). Information was not provided by the initial contact the analysis results for the el5ml device found that it was returned with the shaft bent at the handle assembly area. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident.

Event description:
It was reported that during a thoracotomy procedure, the device misfired. No additional information was available at the time of call. There was no patient consequence reported.